Manufacturer narrative:
It was reported that during routine preventive maintenance (pm) testing, it was observed that the pump's speaker failed to emit sound. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component-related issue. The problem was successfully resolved by replacing the speaker assembly. The speaker failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
It was reported that during routine preventive maintenance (pm) testing, it was observed that the pump's speaker failed to emit sound. No patient involvement was reported.